Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. Traces of corrosion were noted at electronic or motor assemblies per visual inspection. Unit received with cracked battery tube threads and reservoir tube lip. Unit received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 131 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.